Event description:
The customer alleged they received a questionable tina-quant d-dimer for one patient on their integra 800 analyzer. On (B)(6) 2013, the patient's d-dimer result was 3146 ug/l and it was reported outside the laboratory. The patient was admitted to the hospital due to complaints of shortness of breath and the elevated d- dimer result. The hospital laboratory could not confirm the elevated d-dimer results, and found d-dimer results less than 0.5 feu/ ml over a period of two days, it was unknown what analyzer or test principle were used. No reason for the elevated d-dimer could be determined, and the patient was released from the hospital after two days. On (B)(6) 2013, the patient had another sample drawn and it was again measured on the integra 800. The result was 3345 ug/l and it was reports outside the laboratory. The sample was sent to another laboratory for testing and the result of the lia test was <0.5 feu/ml. The patient was not harmed by this event. The d-dimer reagent lot number and expiration date were not provided.

Manufacturer narrative:
The field service representative went on site to check for hardware issues and found no issues. He performed a hypochlorite cleaning. Afterwards calibration was performed without error. Patient samples were returned for investigation. Dilution studies were carried out on the samples. The difference in results might have been due to differences in the reaction sequences in the test methods used.

Manufacturer narrative:
This event occured in (B)(6).